Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object was like black rubber. It was confirmed that there was no physical damage to the nozzle and there were no obvious deviations in reprocessing. The following section of instructions for use describes the detection method: operation manual: 3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the air/water channel of the gastrointestinal videoscope was clogged. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle of the insufflation channel clogged by a black rubbery material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle of the insufflation channel clogged by a black rubbery material. In addition to the reportable malfunction, the following were noted: the bending section cover adhesive was worn out; the plastic distal end cover was damaged; the insertion tube buckled; the bending angles did not meet the standard values due to wear of the angle wire; the switchbox was cracked; the universal cord was buckled. Additionally, the device was due for annual preventive maintenance of the biopsy channel, keytop 1 and the screw stopper. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.